Manufacturer narrative:
Evaluation of the returned engine confirmed the reported complaint. During functional testing, the engine was tested with a demonstration canister and was unable to generate sufficient vacuum pressure, and only two of the four vacuum indicator lights illuminated. While powered on, the engine sounded louder than normal, and a hissing noise could be heard. Upon opening the housing, no damage was observed, and all the tubing were connected. Further evaluation revealed that the engine housing had multiple cracks on the front of the housing, and the black lid was separated from the housing in one area. The probable cause of this damage may be due to the device becoming impacted by an external force. The root cause of this damage could not be determined; however, the cause of this damage may have also contributed to the engine not functioning properly. Section h. Box 6. Conclusions code 1: 4316 - the investigation findings do not lead to a clear conclusion about the root cause of the reported issue with the engine not reaching full vacuum. Penumbra engines are inspected at incoming quality control which includes a visual inspection as well as a verification of test results to ensure specifications for each output are met. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 3005168196-2021-02027, 3005168196-2021-02028, 3005168196-2021-02029.

Event description:
The patient was undergoing a thrombectomy procedure in the middle cerebral artery (mca) using a penumbra engine (engine), a penumbra engine canister (canister), aspiration tubing (tubing), and a penumbra system ace 68 reperfusion catheter (ace68). During the procedure, some of the engine indicator lights did not illuminate when the device was powered on. The technologist exchanged the canister for a new one and attempted to re-seat it in the engine; however, the issue persisted. Therefore, the canister was removed and the tubing was exchanged for a new one. While using the new tubing and a new canister, only two of the engine indicator lights illuminated. Therefore, the engine and the canister were removed from the procedure. The procedure was completed using a new engine, a new canister, the same tubing, and the same ace68. There was no report of an adverse effect to the patient.